Event description:
It was reported that the customer had normal blood glucose levels of 38 mg/dl. The customer reported treating and felt fine afterwards. The customer reported that the insulin pump had a crack on the reservoir compartment of the insulin pump. The customer also reported scratches on the screen of the insulin pump. The customer also reported a crack by the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, cracked reservoir tube window, broken battery tube threads, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).